Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The ra lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, there was vegetation on the leads. The patient's initial reason for getting the pacemaker out was sick sinus syndrome with a slow heart rate. There were no additional adverse patient effects reported. The ra lead was explanted.